Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss confirmed the reported issue; therefore, he reseated all connections related to single board computer (sbc) printed circuit board (pcb). Fss then checked the display and performed the field service checklist. The issue was resolved and the system was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that blank screen occurred with the sovereign compact console. Further description was provided, the screen is light blue, on freeze condition, and that the machine is not booting. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.